Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro 1229175: it was reported that the pump failed a flow rate test. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed the tamper seal was missing upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was not duplicated during the investigation as the pump was found to be within manufacturing specifications. Root cause of the reported event is unknown as no issue was found. Software version 5 was installed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.